Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The power cable of the navigation system was returned to the manufacturer for evaluation. Visual inspection found that the cable jacket was cut and was exposing wires. It was noted that the cable plug was replaced with a non-medtronic manufactured component. It was noted by medtronic personnel that the cable passed continuity testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the power cable of the navigation system was cut. It was reported that the cable was functional. There was no patient present when this issue was identified. No additional information was provided.